Event description:
It was reported that a patient's merlin transmitter power adapter wire is damaged and emitting sparks. A replacement transmitter was ordered. The patient condition was not known.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.